Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp and was able to reproduce the issue. There was an audible helium leak coming from the back of the pump console. The stm determined that the a broken o-ring was the source of the problem. The stm replaced the o-ring and after the repair, the helium leak was no longer present. The stm then performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported during a routine check performed by the customer that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and there was no adverse event reported.